Manufacturer narrative:
Evaluation conducted by (B)(4). We could not detect any manufacturing defects on the received sample. Because we do not know the lot of the complained product, a more detailed root cause analysis is not possible. Therefore, we have to assume that the defect occurs due to a user error. Conclusion: because we have to assume that the defect occurs due to a user error, we can only take note of the complaint and see it as not justified.

Event description:
Guidewire unraveled. The tip unraveled during a case - luckily it came off in the access sheath and not inside of the patient. On (B)(6) 2016 service request was not filled out correctly so it did not come over properly originally created on (B)(6) 2016. I completed the sr so it would bridge over into etq.